Event description:
During a laparoscopic bladder neck suspension procedure, the dr accidently place a titanium helix in the bladder. The dr realized a week later this had occurred and post-operatively removed the helix. According to the info provided by the staff present during the case, the unit functioned to specifications and no malfunction occurred.